Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data becomes available.

Event description:
Boston scientific received information that this right atrial lead perforated the heart wall resulting in pericardial effusion. An invasive procedure was performed. The lead was explanted and replaced. Should additional information be received, this file will be updated. The explant and event dates provided do not make sense so they were left off of this report.